Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: contralateral side with swelling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female of an unknown ethnicity who underwent primary breast augmentation with unspecified mentor gel breast in (B)(6) 2018, after significant breast swelling, she underwent bilateral explant and capsulectomy. There were no issues related to this side; however, the device was removed conservatively. See manufacturer report number 1645337-2019-23931 for contralateral side.